Manufacturer narrative:
The subject part or fragments were not returned for investigation. A lot number was not provided to perform a device history review. It is not known which screw of the instrument and what size of the screw has fractured and is inside the patient now. No flouro's or x-rays have been provided. The entire instrument is made from 420 stainless steel, which are commonly found in surgical instruments. Overall the risk is that unacceptable neurological symptoms may appear which data researched indicates that this is a rare event.

Manufacturer narrative:
The event occurred in the (B)(6). The device was given to mhra for investigation.

Event description:
Information provided states that a screw from the firebird rod holder was missing when the tray was received by sterile services after a fractured spine procedure. It was later found that the screw was in the patient. The patient was informed. It was decided by the surgeon not to operate to remove the screw.